Event description:
It was reported that a cartridge alarm occurred, specifically cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer arranged for a replacement pump to be sent by technical support and was advised on the use of an alternate insulin therapy to ensure uninterrupted insulin delivery. They were informed about the updated pump software and provided instructions on pump storage and returning the malfunctioning pump. The customer acknowledged all instructions and did not require a signature for delivery.